Event description:
Boston scientific received information that this patient reported feeling lightheadedness and dizziness on occasions. The physician attributed this to possible loss of capture issues on this right ventricular lead. It could not be determined if any asystole occurred during the capture issues, however it was noted that the patient was dependent and susceptible to capture issues. Automatic capture was programmed off and lead outputs were reprogrammed to remedy the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.